Event description:
Event description cpi recieved information that this sweet tip bipolar lead (4269) was removed from service because of non-capture due to insulation damage. The implantable pulse generator (ipg) (1230) was also removed due to lower than expected battery voltage measurement, this occured during the lead (4269) revision, while the (1230) was out of the pocket for a short time. The physician did not know if this voltage measurement was due to the temperature and taking the device out of the pocket. They elected to remove the implantable pulse generator (ipg) (1230), and replace it with a (1232).